Event description:
Customer reported that usb port plastic was broken on their device. There was no reported impact to the customer's blood glucose level. As the pump was no longer under warranty, it was not returned, and no further information about corrective actions was provided.